Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Two videos were also provided. Visual inspection noted the first returned video contained a view of an assembled signia system (signia handle, clamshell, and adapter). The user was seen connecting a reload to the distal end of the adapter. The handle was heard to calibrate and displayed the indication to clamp the jaws of the reload. At 0:07, the user was seen moving the reload back and forth beyond normal bounds. No cracking noises were heard. The second returned video contained a continuation of the testing from the first video. The reload was clamped and unclamped. The reload was articulated to full push. A slight gap was noted at the joint between the reload and adapter. The close key was pressed at 0:13 and the reload straightened. The jaws of the reload opened. A large gap at the joint between the reload and adapter opened. The reload was fully fired. The jaws of the reload were open. The proximal end of the reload adapter was broken. Due to the noted damage, functional testing was precluded. It was reported that it automatically straighten by itself. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: sigadaptstnd, sig power sigadaptstnd linear adapter (serial#: unknown) sigphandle, sig power sigphandle handle (serial#: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a hepatectomy, while on set-up, the reload was not stable when attached. It was also reported that the doctor articulate the reload and when he close the reload, it automatically straighten by itself. Additionally, it was reported that the one side green button of the powered handle was broken and malfunctioning. The devices were replaced by manual handle to resolve the issue. No patient complications have been reported as a result of this event.